Event description:
The customer was hospitalized with high blood glucose levels and diabetic ketoacidosis. Prior to the hospitalization, the customer tried to set the time and date and pushed the act button, it goes to a different screen and not where it is supposed to. Tried walking his wife through changing the time and she reports the same thing.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.